Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% in-stent restenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for pre-dilatation. However, during first inflation at 7 atmospheres for 3 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% in-stent restenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for pre-dilatation. However, during first inflation at 7 atmospheres for 3 seconds, the balloon ruptured. The device was simply and completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. The device was returned for analysis. The tip, balloon, markerbands, proximal weld, and inner/outer shafts were microscopically and visually inspected. Inspection revealed a pinhole in the balloon material located 1 mm proximal of the distal markerband. Inspection of the remainder of the device presented no additional damage or irregularities. The investigation conclusion is adverse event related to patient condition.